Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. Should additional info become available and/or the device(s) be returned for eval, an emended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4)

Event description:
It is reported by pt that he underwent a left hip arthroplasty on (B)(6) 2009, in which pt received a durom acetabular cup. Post-op pt has been experiencing pain and revision has been recommended, but not yet scheduled.